Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a split catheter occurred during use with a bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "I was in the unit earlier and was informed they have been having issues with the insyte-n catheter splitting?? They went through 3 catheters this morning on a kiddo that is a difficult access and when advancing the catheter the needle went through it. I asked if they had pulled the needle back and then tried to reinsert the needle into the catheter and they said no, it was when they were advancing the catheter. The nnp that was using the catheter trained on these catheters when she was a brand new nurse and used them for years and loved them, but she feels like catheters are flimsy compared to what we used before. Apparently this is not something new and has happened before since we¿ve gone live¿ they are the insyte-n autoguard 24 ga x 0.56 in, lot#: 8275536. I have noticed that I was having trouble with the catheter kinking when trying to secure the catheter, and this has happened at least one other time." 3 occurrences are captured in this report for the morning of (B)(6) 2019. Complaint 1 of 2.

Event description:
It was reported that a split catheter occurred during use with a bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "I was in the unit earlier and was informed they have been having issues with the insyte-n catheter splitting? They went through 3 catheters this morning on a kiddo that is a difficult access and when advancing the catheter the needle went through it. I asked if they had pulled the needle back and then tried to reinsert the needle into the catheter and they said no, it was when they were advancing the catheter. The nnp that was using the catheter trained on these catheters when she was a brand new nurse and used them for years and loved them, but she feels like catheters are flimsy compared to what we used before. Apparently this is not something new and has happened before since we¿ve gone live. They are the insyte-n autoguard 24 ga x 0.56 in, lot#: 8275536. I have noticed that I was having trouble with the catheter kinking when trying to secure the catheter, and this has happened at least one other time." 3 occurrences are captured in this report for the morning of 06/20/2019. Complaint 1 of 2.

Manufacturer narrative:
H.6. Investigation: bd received a 24 gauge insyte autoguard unit from lot 8275536 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a v-shaped cut characteristic of a needle piercing the catheter tubing. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined for the observed damage.